Manufacturer narrative:
The device was evaluated by third party service engineer at onsite and determined customer did not hold the shock delivery button while on sync mode and led to discharge problem during therapy. The device is operating per specifications and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem is attributed to unintended user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating there was a device discharge problem during synchronization therapy. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart mrx defibrillator monitor indicating there was a device discharge problem during synchronization therapy. Additional information has been requested. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.